Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient that was receiving fentanyl (2000 mcg/ml at 800 mcg/day) and bupivacaine (20 mg/ml at 8 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported that according to the hcp records the patient's pump was last refilled at their clinic in (B)(6) 2016. Caller believes the patient was homeless and their pump possibly refilled in kansas. The patient was back again requesting care of their pump. Per logs that go back to (B)(6) of 2017, the patient's pump reservoir was empty on (B)(6) 2018. No symptoms were noted and the caller was going to follow-up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the empty pump was non-compliance. It was noted the patient did not schedule the pump refill. It was noted the patient moved out of state in 2016 and didn't return to (B)(6) until (B)(6) 2019 with the pump alarming. The issue was resolved as the pump had been shut off. The patient's weight was (B)(6).